Event description:
It was reported that after an angioplasty stenting treatment procedure, stent fracture and stent thrombosis occurred. The patient was implanted with a promus element 3.5*16 in the proximal left anterior descending artery (lad). After three days the patient developed chest discomfort, check angiography revealed stent fracture with thrombus and longitudinal shortening of distal stent. The physician implanted a taxus liberte 3.0*16 and completed the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).